Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent mechanical ventilation of the tracheal intubation due to respiratory failure. During the intubation, the airway intubation airbag was leaking. There was no patient harm.